Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left internal carotid-posterior communicating region. The max diameter was 5mm, and the neck diameter was 2.5mm. The landing zone was 3mm distal and 3.8mm proximal. The patient's vessel tortuosity was strong. Dual antiplatelet treatment was administered, and the pru level was said to be appropriate. It was reported that the pipeline was guided to the m1 peripheral region and deployment was attempted. However, the pipeline was deployed to half of the area, but the deployment failed. After that, deploying it technically was tried, but the situation did not change, so it was collected it. The pipeline had failed to deploy in the distal and center region. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. No additional steps were taken to open the device. The pipeline was replaced, and the patient did not experience any health damage. Postoperative images showed no issues. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was not determined, but it was recognized that it was due to individual differences in products and the condition of blood vessels.